Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If further details are received at a later date a supplemental medwatch will be sent. Trade name: irgacare®; active ingredient(s): triclosan; dosage form: suture/solid/parenteral; strength: = 275 g/m. Associated events submitted via mw# 2210968-2022-05789, 2210968-2022-05790, 2210968-2022-05791, 2210968-2022-05793, and 2210968-2022-05794.

Event description:
It was reported that a patient underwent a total hip replacement closure procedure on (B)(6) 2022 and the suture was used. During surgery, while using the suture to close the fat layer, the suture and needle became disconnected. It was unknown if the suture broke close to the needle or the needle fell off the suture. The needle was retrieved and no fragments were left in the patient. The surgery was delayed ten minutes. A like device was used to successfully complete the procedure. There were no adverse patient consequences reported. Additional information was requested.